Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer's blood glucose reading at the time of the report was 456 mg/dl. Troubleshooting was performed. The prime and high pressure tests passed. It was found that the customer was not delivering a fixed prime when changing her infusion set. The customer was advised of the importance of delivering a fixed prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.